Manufacturer narrative:
Corrected information was provided in b2, d3, and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 79 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The patient has a history of claudication, but other underlying medical history was not shared. On the day of implant there was hematuria observed. They assessed pump position and adjusted the pump's p level from 9 down to 6. The team was aware that the foley insertion was difficult which could have contributed to the hematuria. In addition, the team observed that there was limb pain and numbness. To assess for limb ischemia they performed ultrasound and had the vascular surgery team assess the limb's flow. Due to difficulty with imaging any flow around the pump, and the need for doppler to assess pulses, the team made decision to explant the pump and then if deemed necessary have vascular perform thrombectomy and possible amputation if necessary for the numb foot. The pump was explanted, and the patient suffered from atrial fibrillation and hypotension. The decision was made to withdraw care and patient expired before any intervention could be performed for the ischemic impella accessed leg. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.